Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02244 for the other associated device information. It was reported to boston scientific corporation through a retrospective review study that two ultraflex esophageal partially covered stents were used during a stent placement procedure for the management of a post bariatric surgery leak in the upper gastro-intestinal tract. According to the complainant, to manage a post bariatric surgery leak, an ultraflex esophageal partially covered stent was implanted in the patient on (B)(6) 2008 (the subject of MFR report # 3005099803-2010-02244). A second ultraflex esophageal partially covered stent was implanted (B)(6) 2008. Both stents were placed as planned and without any reported complications. Patient symptoms associated with the leak were resolved. On (B)(6) 2008, the patient presented with bleeding due to pressure necrosis at the distal end of the stents. This was reported as moderate in severity, and was treated successfully by placing another ultraflex stent to control the bleeding. There were no complications reported during this procedure. On (B)(6) 2008, the ultraflex placed to control the bleeding was removed with forceps, and a polyflex stent was placed inside the two remaining ultraflex stents with no adverse events reported. Per planned treatment algorithm, all three stents were successfully removed on (B)(6) 2008, with no complications. The post bariatric surgery leak was healed, and the patient was reported to be in good condition at her last visit.

Manufacturer narrative:
(B)(6). Patient reported as obese. Device reported as ultraflex esophageal partly covered stent: length 12cm, flare diameters 23/28mm. (B)(4) - (medical intervention required/patient, bleeding). Foreign source: (B)(6). Study source: (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.